Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy fiber optic had not worked since arrival to the unit from cath lab earlier in shift. No patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Due to character limitation e1, initial reporter full name: (B)(6). Due to character limitation e1, event site full name: (B)(6). Record ID: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, component codes, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood found on the iab exterior and between catheter and sheath. The 7.5fr sheath was returned covering the catheter tubing. Six kinks were observed on the catheter tubing approximately 75.7cm, 61cm, 43.7cm, 42.7cm, 41.6cm and 38cm from the iab tip. The three-way stopcock, extender tubing and pressure tubing were also returned. A sensor output test was performed, and the sensor was found to be within specification. The reported event of ¿iab - fiber optic sensor failure¿ cannot be confirmed by the evaluation, the sensor was tested and was found to be within specification. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Reference complaint ID: (B)(4).